Event description:
Planned publication submitted to clinical research team detailing patient underwent revision surgery of the gamma3 im nail with reason classified in document as "mechanical failure - loosening/ screw cut out". The patients had surgery between january 2003 and june 2007.

Manufacturer narrative:
The device will not be returned. If additional information is reveived it will be reported on a supplemental report.